Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The cause of the event cannot be determined at this time; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 29 days was found to have acute bacterial mitral endocarditis. Patient was treated and device remains implanted.

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted 29 days was found to have acute recurrent bacterial mitral endocarditis (enterococcus faecalis). Device remains implanted. Per medical records received the original reason for the aortic valve replacement procedure was due to enterococcus faecalis infection and aortic valve endocarditis. Patient was supposed to be on long term antibiotics for six weeks after the procedure; however, left against medical advice and did not finish treatment. Patient went to follow-up appointment with cardiologist at which time blood cultures were drawn and showed positive for enterococcus faecalis. Patient was admitted for treatment. During the admission the patient had multiple non-restorable teeth extracted. Patient was discharged after 21 days.

Manufacturer narrative:
In this case the patient had recurrent endocarditis. The cause of the event was due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.